Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling which is also classified as misuse, abuse and/or use error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the outer hose came apart on the motor device. It was further determined that the hose was damaged, headless screw could be sealed (loctite), wire attachment for connector cover was worn, and connector sleeve was loose (loctite). The device was noted to have failed the following pre-tests: loctite and cable, handpiece temperature and safety assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.